Event description:
The customer alleged that there was a black stain on their cystoscopes, hysteroscopes, and leep coated instruments. The customer performed pre-cleaning procedures using hibaclens as the pre-cleaning agent and autoclaving prior to hld with cidex opa. The customer performed a test for mec with test strips and immersing instruments/device for 20 minutes in cidex opa solution. The customer did not follow the instructions for use (IFU) recommendations for rinsing procedures. Instead, the customer was using 1000 ml bottled sterile water and pouring over instruments/device only once. The customer was informed and that the black staining was possibly caused by interaction of ortho-phthalaldehyde with residual protein/organic material on the surface of the device. The customer was also informed of the possibility of residue due to their rinsing procedures. The customer stated that the manufacturer of one of the devices states compatibility with cidex but the customer could not conclude as to the compatibility of other instruments or devices. Asp also informed the customer of proper procedures for processing devices with cidex opa as stated in the instructions for use, labeled. An IFU and rinsing procedures were faxed to the customer. The customer reprocessed and rewashed the stained scopes. The customer rinsed the scopes three times per instruction. The scopes were not used on patients.

Manufacturer narrative:
Residue.